Event description:
It was reported that difficulty removal, shaft break, and procedure rescheduling occurred. The 80% stenosed target lesion was located in the tortuous and calcified left anterior descending artery. A 4.50 x 20mm synergy xd drug-eluting stent was advanced however they met resistance in the vessel right as the stent exited the guide catheter. They pushed and pulled and notice the hypotube came out without the distal part of the delivery system. They brought the whole system out and was able to retrieve the broken part of the shaft. Subsequently, a 4.50 x 16mm synergy xd was advanced but met the same resistance, this time the shaft bent but didn't break. They tried one more balloon and it didn't cross so they stopped the procedure and sent the patient to surgery. No patient issues because of the stents.